Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeled. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The cause was from an inoperable latch lock optic sensor. The latch lock flex and dso seal were both replaced.

Event description:
It was reported that there was a latch/lock error. The event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.